Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple right ventricular lead noise events. One of the events leaded to inappropriate anti-tachycardia pacing (atp). In clinic, isometric testing and pocket manipulation did not replicate the noise. The patient had stated that they had temporarily switched to a different place of work and that the new location had the presence of welders. Physician suspected that the lead noise was environmental, situational, and consistent with electromagnetic interference (emi). No changes were made and the lead would continue to be monitored. The patient was stable.